Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported with the abbott diabetes care (adc) device. A needle was sticking out from the sensor the customer was wearing, and the customer was unable to obtain glucose readings. No glycemic instability was experienced. However, the customer removed the needle themselves. There was no report of death or permanent impairment associated with this event.